Event description:
Code 500 called while patient was having bone cement implanted. Patient was resuscitated for 39 minutes to no avail. Pronounced dead at 4:29pm per ER physician. "Staff orthopedic surgeon and (medical) coroner do not feel the incident was cement related." "The pt. Died from complications related to the procedure."